Manufacturer narrative:
Other, other text: returned device was received with scratches on enclosure. Cracked water tank cover. Contamination in the water tank. Older style pcb, power switch, front cover, line cord, pole clamp, drain fitting. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device has a broken microswitch. No adverse effects reported.